Event description:
It was reported that the ventilator produced a high internal alarm. There was no patient involvement.

Manufacturer narrative:
G4: 08oct2019; b4: 08oct2019. H10: the fse (field service engineer) evaluated the ventilator and confirmed the high internal oxygen alarm in the event logs. The alarm could not be duplicated. The fse replaced the sensor printed circuit board assembly and the problem was resolved. The ventilator successfully passed performance specification testing following repairs. H11: there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
It was reported that the ventilator produced a high internal alarm. It is unknown if the ventilator was being used on a patient at the time of the reported event.

Manufacturer narrative:
MFR received date 13 nov 2019. Date of report 18 nov 2019. Added company representative. The replaced sensor pcba (printed circuit board assembly) was returned and failure investigation was performed on 13-nov-2019. The high internal oxygen alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.